Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. 05

Event description:
It was reported that noise and varying sense/pace impedance were noted on the rv channel. The lead was explanted and replaced. The patient's condition was good after the procedure.